Manufacturer narrative:
The pump was received for investigation. A visual inspection found both seals were intact, and the right plunger case was cracked. A review of the log history found syringe plunger not in place. The syringe plunger sensor was checked and tested. The cause of the reported problem was related to a broken q1 chip on the plunger board. A device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump would not identify the syringe. No patient injury was reported. No additional information is available.